Event description:
It was reported that the device went into elective replacement indicator (eri) mode and was cleared via an interrogation. Afterwards no battery voltage information was available. Patient was informed that the information will not be available for three hours. The device remains in use with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).